Event description:
A customer reported a cgm error 42 issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and guided the customer through the process. After the reset, the error did not reappear, and the customer was able to successfully start their sensor session.